Event description:
(B)(4). After many hospital visits due to chronic pain and abdomen swelling with out any help from many ob/gyn's, I went to (B)(6) center and finally had removal of the essure implants on (B)(6) 2013. I have had absolutely no health problems since removal. All the side effects from the essure has subsided.

Event description:
Decreased libido, pelvic pain, fatigue, hair loss, weight gain, depression, recurring bacteria in urine, etc. (B)(4).